Event description:
Related to MFR report # 2183959-2011-00734, 00732. On (B)(6) 2005, a perigee mesh graft was implanted. It was reported the pt presented with perigee mesh extruding into the vagina on either side of the anterior vaginal wall adjacent to the bladder neck. On (B)(6) 2007, upon removal of the extruding portions of perigee mesh, it was noted that the remaining mesh on the anterior vaginal wall had folded onto itself. This mesh was excised until none remained under the urethra, bladder base, or trigone. The mesh arms were also excised to the point of insertion into the obturator foramen.

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.